Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the display screen had a pinkish contrast. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: no insulin delivery defect was found. The daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. Only typical usage alarms and warnings were observed in the alarm history. The history shows the last basal delivery was recorded on (B)(6) 2012 and the last bolus was recorded on (B)(6) 2012. The black box shows the pump was suspended on (B)(6) 2012 11:58; a 3.70u bolus was given on (B)(6) 2012 22:05. Then pump was suspended again; basal deliveries resumed (B)(6) 2012 09:16. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs and the force sensor resistance was found to be within specification at 8.0k ohms. A pinkish contrast was observed on the display screen. When replaced with a test display, the screen has normal contrast with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.